Event description:
It was reported to philips that the table and c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an undergoing planned treatment procedure was performed when the issue happened. Procedure was aborted including delay more than 20 minutes and completed by moving the patient to another room. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found geo-ipc ipc could not bootup. Fse determined that the probable cause of the malfunction was a geo-ipc software. To resolve the problem, fse reloaded geo-ipc software. After reinstallation of geo-ipc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.